Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Refrence number (B)(4). Event occured in united states. It was reported that the patient experienced an infusion set occlusion issue on (B)(6) 2026, as the customer stated that he used cold insulin. The blood glucose level was high and the patient was treated with correction bolus via pump. No further information is available.